Event description:
It was reported that during an unknown procedure, 3 instruments didn't work properly. Customer cannot provide any more details about the circumstances in which the issue occurred. Customer reported difficulties in meso rectum dissection in coelioscopy and the decision to convert in a median umbilical. The commissioning of the device was made by validation tests harmonic generator (generator gen11), on which the device is installed. Then there was a malfunction of the instrument after 2 minutes. Various error messages are displayed "tighten, clean and change the instrument." More possible activation. They tried to activate the devices by manual control buttons instead of pedals, which did not work either. They then changed the generator, then the handpiece, which made no correction to malfunction. Remedial action taken by the healthcare facility relevant to the care of the patient : need to change operating procedure. Given the difficulties in the dissection of the meso-rectum laparoscopy, they decided to convert medicane in umbilical. Monitoring a result of usual laparotomy is performed on the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent additional information received: the surgeon had to convert because of this event (mostly because of the loss of time + extension of general anesthesia) changes have been made : they changed 3 times ace36e (same lot), they used their 3 generators, and tried with 2 hp054. How long has the surgeon and account been using the gen11? The have been using gen 11 since the beginning (2011). When the generator displayed the "tighten assembly" yellow alert screen and the black "clean jaws" instructional screen, did the or follow the instructions? Yes, they have been using harmonic since very long time. They always follow instructions. Once the generator displayed the "replace instrument" yellow alert screen, did the or replace the instrument? [The event states that the generator and handpiece which is the hp054 were replaced. But was the ace36e replaced as instructed?] Unknown. When during the procedure did the alert and instructional messages appear ¿ prior to the start of the procedure? During the procedure? It seems to happen at the procedure beginning. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? They lost a lot of time because of all the problems. They won¿t lost much time and potentially have to anesthetize once again, so that they continued laparoscopically. Why was the lap procedure not completed with another gen11, a gen04 or another method such as electro-cautery? There is no more gen04 in this hospital. All gen 11 were tested during procedure. The problem was not solved. We do not have the information about a possible electro-cautery. We do not know if the surgeon used this method. Or was there another reason for the convert to open, such as: patient¿s anatomy? Nothing special, but as the big loss of time they would not have risked to extend the anesthesia . Physician preference? The surgeon prefers meso-rectum dissection in coelioscopy rather than in laparoscopy. How old is the hp054 handpiece that was used? (Such as procedures remaining or serial number of the handpiece) unknown. Are the gold rings on the handpiece cleaned? Unknown. What is the patient¿s current condition? To date, the patient is fine.

Manufacturer narrative:
(B)(4). Additional information requested: how long has the surgeon and account been using the gen11? When the generator displayed the "tighten assembly" yellow alert screen and the black "clean jaws" instructional screen, did the or follow the instructions? Once the generator displayed the "replace instrument" yellow alert screen, did the or replace the instrument? [The event states that the generator and handpiece which is the hp054 were replaced. But was the ace36e replaced as instructed?] When during the procedure did the alert and instructional messages appear ¿ prior to the start of the procedure? During the procedure? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another gen11, a gen04 or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient's anatomy? Physician preference? How old is the hp054 handpiece that was used? (Such as procedures remaining or serial number of the handpeice) are the gold rings on the handpiece cleaned? What is the patient's current condition?